Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a routine device exchange. During procedure a fracture was discovered on the left ventricular lead. High capture threshold and high impedance values were noted. The lead was still functioning during in clinic checks. Physician elected to keep the lead implanted.